Manufacturer narrative:
The device was rec'd by depuy synthes. The device is currently undergoing eval. Once the eval has been completed or if add'l info is rec'd, a supplemental MDR will be sent. (B)(4).

Event description:
Report rec'd from the USA stating that there is a "hole in the hose" of the device. The device was being used during surgery. No injury or medical intervention occurred. There was no add'l info provided.